Event description:
Healthcare professional additionally reported left side "plug strap separated." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, h.3, h.6. Device evaluation: brown particles on the shell, and flat creases. The unit does not leak, and microscopic analysis was performed which identified: partial delamination on plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - partial delamination on plug strap disk shell assessed as adhesive failure. - no openings were observed on the device or issues related with the complaint (deflation).

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.